Event description:
It was reported that the patients atrial lead had dislodged due to pocket manipulation resulting from the patients twiddlers syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.